Manufacturer narrative:
Device not returned.

Event description:
It was reported that the pump touch screen was delayed in responding to presses. During troubleshooting with tandem technical support, the pump was operating as expected. Additionally, it was reported that the battery gauge was fluctuating. The customer continued to use the pump for insulin therapy. There was no adverse impact to customer¿s blood glucose level.